Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and continued to use the pump for insulin therapy.